Event description:
During rt middle cerebral artery angioplasty, distal tip of guide wire perforated the vessel distal to angioplasty site (branch of m2), with resultant subarachnoid hemorrhage, contrast extravasation, and eventual herniation. Pt expired the next day after becoming comatose.